Manufacturer narrative:
At analysis the cable connector was inspected and was found to feel loose. The device was being sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.